Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient sores under the patches. Patient reported that they were burning and red/raised. There was no alleged device malfunction contributing to the irritation. Patient was leaving the patch off for a period of time as recommended by a physician. Follow up indicated that the skin has healed.